Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station unexpectedly changed to out of service during use. Customer attempted to reboot the station multiple times, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had been placed in an out-of-service state. A technical support specialist (tss) identified that the database was offline, which prevented users from signing in. After the database was rebooted by hospital information technology, the station was accessible again, and the out-of-service option was revoked. The user was able to log in and carry out transactions normally. The customer confirmed resolution and granted permission for case closure. The system functioned as intended after technical support specialist troubleshot the device.